Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 5th of august 2015 for further investigation. The fse conducted a follow-up with the customer over-the-phone to address the reported event. During the investigation the fse had the customer flush out the needle and then run patient samples. All the samples were completed without any errors and the total area is normal. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due clogged sample probe. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 a customer reported low area with their g8 analyzer. All results showed zero value. The customer indicated that the wash and regents are full, and the waste is not backing up on the instrument. Also, the customer took the ps and ran it on another g7 and the ps ran without any errors. Customer indicated that the sample probe is straight but the technical support suggested to replace the sample probe. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.